Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead 2014-(B)(6), 419478 lead 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered when the patient was attaching the electrical system between trailer and truck while the truck was running. Oversensing of non-sustained episodes was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.